Event description:
The aci distributor reported a vigilance report ((B)(4)) in which the following was reported: "an infection arose in the right femoral puncture site, in a patient in whom the mynx cadence vascular closure device 6/7f was used." Post translation of the vigilance user facility report the following was revealed: in (B)(6) 2012, this patient had a coronary angiography with angioplasty for thoracic pain with effort angina. The coronary angiography showed left dominance with an occluding-type distal single-branch lesion of the lad 1 and 90% stenosis of the first marginal. Angioplasty of the proximal anterior interventricular with placement of an active endoprosthesis was done at the same time with a good primary result. A mynx percutaneous closure system was put into place. The course was unremarkable immediately thereafter. The patient was readmitted 5 weeks later for painful inflammatory tumefaction approximately 2 cm in diameter, which appeared to by subcutaneous. There was no clinical or biological local-regional or general infection syndrome. The patient's peripheral pulse was perceptible. An echography showed a collection that appeared to be partitioned with a maximum diameter of 20 to 30 mm at a distance from the common femoral vascular axis. It was decided for this patient to do an exploration and take bacteriological and histological samples. The discharge of a bloody purulent collection (hematoma) from a very small cutaneous opening which had spontaneously occurred in the skin was observed in this patient. A cavity approximately 1 cm in diameter with a thickened wall was found, and bacteriological and histological samples were taken. There was an obvious opening in the bottom of the cavity which continued to a greater depth. A simple debridement was done with bandaging using an algosteril gauze bandage. Antibiotic treatment was not initiated pending the bacteriological samples. The patient was returned to the cardiology unit for post-surgical observation. The patient was seen by the physician on (B)(6) 2012. The patient had a debridement of collection at the level of a right femoral puncture, (B)(6) 2012. The patient's local condition was entirely satisfactory with an unremarkable development. The biopsy that was done tended to indicate an abscess rather than a lipoid necrosis. The physician recommend continuation of local care. The physician will see the patient again in 1 month for routine follow-up.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1131404) indicated that the mynx lot met all established performance criteria prior to shipment.